Event description:
It was reported that a patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: "wear and/or deformation of articulating surfaces."

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure is indicated due to wear of the polyethylene acetabular liner. A custom ordered hexloc liner has been shipped to the customer; however, no revision procedure has been reported to date.